Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type h3. Analysis found no major non-conformances with the controller. The controller lcd screen was replaced due to a scratch, but the complaint was unverified (unit pairs and charges ins and internal battery pack normally, and powers up with battery pack, ac charger and aa batteries). We remain inconclusive as to what could have been the root cause of the controller not powering on. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller died and the issue began about 5 days ago. Patient stated that they tried charging the controller but the controller still wouldn't charge. Patient also stated that their implanted neurostimulator (ins) was dead because they felt the vibrations as the controller was going dead. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient stated that the controller did not power back on. Agent had the patient check if the ac power supply cord light was on; patient confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they received a new controller and the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745nt; serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.